Event description:
It was reported that during the lead implant attempt, the right ventricular (rv) lead was repositioned multiple times, but had high impedance values in each position. The lead was not used and a new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted there was blood in/on helix/lobe mechanism.